Manufacturer narrative:
The sample was discarded. The lot number was not provided therefore, the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported failure. The instructions for use states the following precautions "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." An additional warning states: "drain breakage may require surgical removal." (B)(4).

Event description:
It was reported that resistance was noted when attempting to remove the drain from the incision site. The knee was repositioned and resistance was still noted. The physician was then notified of the resistance but requested the drain be removed despite of the resistance. After removal, the nurse noticed that the end of the drain appeared jagged and an xray was performed which revealed the retained piece. The patient was returned to surgery for removal of the broken drain piece by reopening the surgical incision.